Event description:
A physician reported a pt was originally skin tested in 3/1998 by another physician with negative results. The pt has received multiple treatments without event. On 10/1/1998 the pt was treated with two formulations of product in the nasolabial folds. On 10/2/1998 the pt noted redness at both nasolabial fold sites; the pt denied any symptoms at the skin test site. On 10/3/1998, the pt noted intermittent symptoms of inflammation, swelling, tenderness, redness, and hardness at the nasolabial treated sites. On 10/22/1998, the physician noted a purplish-red discoloration, but no swelling or inflammation at the nasolabial folds. The physician prescribed topical neosporin, oral prednisone, and topcial hydrocortisone. On 10/26/1998, the pt stated the symptoms had resolved except for some redness in the nasolabial folds.